Event description:
Chest tube condition would not allow accurate measure of subsequent drainage. New drainage system was placed. Old system not broken but not useful as is. Old drainage system disposed.